Manufacturer narrative:
Timeouts were observed in conjunction with an 0x14 occlusion alarm. The cause of the reported 0x14 alarm could not be determined. The exposed portion of the soft cannula was observed to be kinked. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone16.1. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The issue was originally reported as a pod hazard alarm/alert/advisory - occlusion and blood glucose levels of over 250 mg/dl. The complaint has been reassessed as MDR reportable based in the investigatory finding of a bent cannula.